Event description:
It was reported that the patient underwent a revision of lead and generator due to high impedance. Pre-operatively the impedance was high. Replacing the generator did not resolve the issue so the lead was replaced. Per hospital protocol, the explanted products were discarded. No further relevant information has been received to date.